Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient's daughter called (B)(4) on behalf of her mother who had a left total knee revision on (B)(6) 2016 after experiencing instability and pain following her initial surgery which was on (B)(6) 2009 ((B)(4) triathlon knee). Both surgeries were done by dr. (B)(6) patient stated that her doctor said that the top and bottom of her implants separated from the knee cap and that her knee "fell apart".

Manufacturer narrative:
An event regarding loosening involving an unknown triathlon baseplate component was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: suboptimal baseplate cementing technique has caused premature failure of fixation with osteolysis causing progressive varus deformity requiring revision. Patient obesity may have increased risk of tibial device fixation failure. Conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated that suboptimal baseplate cementing technique has caused premature failure of fixation with osteolysis causing progressive varus deformity requiring revision. Patient obesity may have increased risk of tibial device fixation failure. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Patient's daughter called stryker on behalf of her mother who had a left total knee revision on (B)(6) 2016 after experiencing instability and pain following her initial surgery which was on (B)(6) 2009 (stryker triathlon knee). Both surgeries were done by dr. (B)(6)patient stated that her doctor said that the top and bottom of her implants separated from the knee cap and that her knee "fell apart".